Manufacturer narrative:
The consumer is unsure which of two lot numbers was used: d4: lot number 218685, UDI (B)(4), exp. Date: 6/7/2024 lot number 219428 UDI (B)(4); exp. Date 7/20/2024 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218685 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 218685, test base part number 195-430h/ lot 213365. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218685 showed that the complaint rate is (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219428 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 219428, test base part number 195-430h / lot 217296. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219428 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.d4 - lot # h10 : expiration date of lot 219428. H3 other text : single-use, device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 ag self test for two tests performed on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The consumer stated that they are not sure which of the two lot numbers was used to collect the nasal sample. The consumer stated the patient was exposed to someone with covid-19 and is on day two of having symptoms (dry cough, fever, and body chills) although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 ag self test for two tests performed on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The consumer stated that they are not sure which of the two lot numbers was used to collect the nasal sample. The consumer stated the patient was exposed to someone with covid-19 and is on day two of having symptoms (dry cough, fever, and body chills) although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The consumer is unsure which of two lot numbers was used: d4: lot number 218685, UDI (B)(4), exp. Date: 6/7/2024. Lot number 219428 UDI (B)(4), exp. Date 7/10/2024. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.